Manufacturer narrative:
(B)(4). Date sent: 1/16/2026. D4: batch #a97x0a. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with a gst60w reload loaded on the device. The reload was received unfired. In addition, it was observed that the anvil was bent upwards and damage was found on the channel rail. In addition, it was observed that the anvil was bent upwards with damage found on the channel rail. After further evaluation, the analysis showed the knife wings were broken off. The wings of the knife was not returned for analysis. No functional test was performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. The device event log was reviewed. The log indicates that no suspect power cycles were noted. Additionally, photos were provided and they showed the condition of the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a97x0a, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/13/2026, additional information: there was no postoperative suture failure and the patient was discharged.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2026. D4: batch #unk. Additional information was requested, and the following was obtained: was the firing sequence started but not completed?=>no, the firing sequence completed. If yes: did the device deliver any staples? =>yes if yes, were the staples formed properly?=>unk if yes, was the staple line complete?=>no did the device cut? =>yes if yes, was the cut line complete?=>yes if yes, was there any issue with the cut line?=> the target site was cut, but not firmly stapled. Was there any difficulty opening the device jaws?=>no. A manufacturing record evaluation was performed for the finished #ech60c, with lot/batch #a97y2d, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open ttotal gastrectomy, during the jejunum on the anal side was resected, there was no locked-out, the device was fired as normal, and when the knife was returned and released, the jejunum had been cut completely with the knife, but the jejunum was only stapled up to half its length, and many staples appeared to have fallen down into the body cavity. The areas that were not stapled were closed with sutures and buried sutures were placed. Furthermore, because buried suture was performed, while a margin of approximately 3cm was planned to be left from the anastomosis site to the resection stump when anastomosis (anastomosis by the circular) was performed between the elevated jejunum and the esophagus, there was not enough room, and it was not possible to leave the margin, so it was stated that although no such problem has occurred yet, there are still concerns about suture failure. The patient has not yet been discharged from the hospital. The cartridge color was white. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent 1/14/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.